Manufacturer narrative:
The reagent lot number: 821190. The expiration date was not provided. The field service representative found the sample probe was misadjusted. He performed adjustments, which resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable bil-d gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 2.57 mg/dl. The repeated result was 0.36 mg/dl.